Manufacturer narrative:
The local area field representative was contacted for additional information. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired approximately one week after implant. The previous device had been explanted while the patient underwent cancer treatment. The replacement device was implanted approximately three months later. A patient advocate made a comment on a returned patient verification form that the use of external paddles may have compromised the device. There were no reported allegations made by any medical professional. The device was not returned to boston scientific.